Event description:
During use of harmonic ace curved shears insert on robotic procedure, the bottom tip of shears broke off and fell into patient cavity. Piece retrieved and entire instrument removed from patient without issue. After incident, spoke to company rep about incident and that it has happened in past once before and he stated that the surgeon is applying too much force while utilizing the shears.